Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276258 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 5mm x 18mm palmaz blue on aviator plus stent delivery system (sds) dislodged within the subclavian artery and was removed with a combination of an unknown guidewire and a ¿catcher¿. An unknown palmaz blue stent was used as a replacement. The device was stored and handled per the instructions for use (IFU) and there were no damages to the device packaging prior to use. There were no difficulties removing any of the sterile packaging components. The stent was manipulated on the sds; however, the balloon was not inflated to maintain the stent in place. There were no difficulties removing the delivery system from the patient. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h10 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 5mm x 18mm palmaz blue on aviator plus stent delivery system (sds) dislodged within the subclavian artery and was removed with a combination of an unknown guidewire and a ¿catcher¿. An unknown palmaz blue stent was used as a replacement. The device was stored and handled per the instructions for use (IFU) and there were no damages to the device packaging prior to use. There were no difficulties removing any of the sterile packaging components. The stent was manipulated on the sds; however, the balloon was not inflated to maintain the stent in place. There were no difficulties removing the delivery system from the patient. The device was returned.

Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 5mm x 18mm palmaz blue on aviator plus stent delivery system (sds) dislodged within the subclavian artery and was removed with a combination of an unknown guidewire and a ¿catcher¿. An unknown palmaz blue stent was used as a replacement. The device was stored and handled per the instructions for use (IFU) and there were no damages to the device packaging prior to use. There were no difficulties removing any of the sterile packaging components. The stent was manipulated on the sds; however, the balloon was not inflated to maintain the stent in place. There were no difficulties removing the delivery system from the patient. The device was not returned as expected. A product history record (phr) review of lot 82276258 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics, procedural and/or handling factors may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: this is an updated complaint conclusion due to product return. As reported, the stent of a 5mm x 18mm palmaz blue on aviator plus stent delivery system (sds) dislodged within the subclavian artery and was removed with a combination of an unknown guidewire and a ¿catcher¿. An unknown palmaz blue stent was used as a replacement. The device was stored and handled per the instructions for use (IFU) and there were no damages to the device packaging prior to use. There were no difficulties removing any of the sterile packaging components. The stent was manipulated on the sds; however, the balloon was not inflated to maintain the stent in place. There were no difficulties removing the delivery system from the patient. The device was returned for analysis. A non-sterile stent that is part of ¿blue/aviator plus 4x15/142p pkg¿ product was received tangled with an unknown guidewire piece inside of a clear plastic bag. The pta catheter was not returned for analysis. The device was removed from the bag to proceed with the product evaluation. The struts on the stent of the stent are compressed and deformed. No other outstanding details were observed. The stent area was inspected using a vision system to get an amplified image. The stent present a severe compressed damaged condition and it is tangled with an unknown guidewire piece. A product history record (phr) review of lot 82276258 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was not confirmed, only the stent returned for analysis which was noted to be severely damaged and compressed. The exact cause of the event cannot be determined. Due to the condition of the stent received it is difficult to determine how the stent may have become dislodged as the sds was not returned with the stent. Based on the information available for review, procedural and handling factors likely contributed to the reported event as the device was removed with a combination of an unknown guidewire and a ¿catcher¿ which may have resulted in the damages noted on the returned stent. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.